Event description:
During training by facility staff, the device displayed "defib fault 72", "pacer fault 116", "pacer disabled" and "defib disabled" messages. There was no pt involvement in the reported malfunction.